Manufacturer narrative:
The subject device referenced in this report was not returned for evaluation. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus, no image was displaying on the camera device that was being used with the visera elite video system center. There were no reports of patient harm associated with this event. This complaint is related to patient identifier: (B)(6).

Manufacturer narrative:
This supplemental report is being submitted to correction section d2 from the initial MDR from having a common device name of "camera head" to "unknown," as there was no specific model for the subject device was provided by the reporter or the user facility.